Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in. Failed to activate during/post use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Pr #: (B)(4). Part #: 381834 ¿ 20 g x 1.16 in. (1.1 mm x 30 mm) bd insyte autoguard shielded IV catheter. Made of bd vialon catheter biomaterial. Has bd instaflash needle technology. Lot #: 7026572. Complaint: needle retraction slow s1. Event description: several nurses have had issues activating the safety on multiple ivs in the last few weeks. Nurses had claimed this to happen on multiple IV/s on all gauges. I tried one myself on a 20g and it was difficult to retract. I had to push the button very hard and it seemed that it retracted slowly as well. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted. Lot 7026572 was built on afa line 1 and packaged on line 8 on 29jan2017 thru 30jan2017 for the quantity of (B)(4). Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing: received a total of (B)(4) unused 20g bd insyte autoguard IV catheter units: 1 unit was without packaging and consisted of the needle/hub assembly fully retracted within the safety shield (barrel). (B)(4) were within sealed packages from lot 7026572. Visual/microscopic examination: pulled a random sample of 76 units for evaluation and testing (functional a). Unit 1 (needle/hub assembly with barrel): the button was completely depressed with the needle fully retracted. There were no visible anomalies to the unit (i.e. To the needle, spring, grip, needle/hub or excessive gel) that would hinder a successful retraction. Units (sample size 76): all components present and intact. There were no visible anomalies to the units (i.e. To the needle, spring, grip, needle/hub or excessive gel) that would hinder a successful retraction. Performed functional test (needle retraction): unit 1 (needle/hub assembly with barrel): pushed the needle to the out position and reset the activation button. Depressed the activation button. The needle retracted within the barrel without resistance and specification of needle retraction time/total time of =1 sec. Units (sample size 76): removed the needle cover, broke tip adhesion, than depressed the activation button. The needles fully retracted within the barrels demonstrating no resistance and met specification of needle retraction time/total time of =1 sec. Performed 2nd visual/microscopic evaluation: unit 1 and sample size 76: observed no anomalies or mechanical/physical damage to the needle, spring, grip, needle/hub or excessive gel that would contribute to retraction failure. Investigation samples(s) meet manufacturing specifications: yes; the units received and tested for this incident revealed no anomalies or damage and met specifications. Investigation conclusion: confirmation of needle retraction slow, as stated in the subject of the product incident report, was inconclusive with the units provided for evaluation and testing for this incident. Confirmed the units evaluated and tested revealed no anomalies or damage to the components. The units tested met the specification of needle retraction time/total time of =1 sec. Did the evaluation confirm the customer¿s experience with the bd product? No; confirmation of the failure the customer experienced was not confirmed with the provided units that were evaluated and tested for this incident. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the failure of needle retraction slow was not achieved with t the provided units that were functionally tested for retraction (time) in the laboratory environment; as the units met specifications. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate ¿ the failure stated in the pir was not identified nor confirmed with the evaluation and testing conducted in the laboratory environment; therefore a definite root cause was not established. Comment: n/a.

Manufacturer narrative:
The date received by manufacturer field has been updated to reflect the corrected date of 09/08/2017.